Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced cracking. The following information was provided by the initial reporter: this customer reported a similar incident on their 7 cc unit that occurred 2/20/23. What was the incident that occurred? Cracking.

Manufacturer narrative:
H6: investigation summary: a complaint of set cracking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced cracking. The following information was provided by the initial reporter: this customer reported a similar incident on their 7 cc unit that occurred (B)(6) 2023. What was the incident that occurred? Cracking.